Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. No specific device failure has been reported nor have medical records been provided by the patients attorney. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2009, the patient underwent surgery for repair of multiple incisional/ventral hernias. As reported, a bard/davol ventrio hernia patch mesh, reference number (B)(4) , lot number dask0018 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2012, the patient underwent an additional surgery to repair recurrent incisional/ventral hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio.

Manufacturer narrative:
This is an addendum to the initial emdr to make a correction to the expiration date and date of manufacture and to document the completion of the manufacturing review. The review of the manufacturing records found that the lot was manufactured to specification.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2009, the patient underwent surgery for repair of multiple incisional/ventral hernias. As reported, a bard/davol ventrio hernia patch mesh, reference number 0010212, lot number dask0018 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2012, the patient underwent an additional surgery to repair recurrent incisional/ventral hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio. Addendum per additional information provided: on (B)(6) 2009 - patient was diagnosed with incisional and ventral hernia thereby underwent open repair with the implant of ventrio mesh. Per operative notes, ¿hernia sac was found at the umbilicus and was excised. A ventrio mesh was placed into the peritoneal cavity and was secured using sutures.¿ on (B)(6) 2012 - patient was diagnosed with incisional and ventral hernia thereby underwent repair. Per operative notes, ¿dissection was carried down to the fascia and previously placed mesh. The midline fascia and mesh were divided. The inferior hernia defect did contain a loop of small bowel. Multiple adhesions were taken down from the anterior abdominal wall. The previously placed ventrio mesh was left in place as it was very adherent lo the underside of the fascia. A strattice mesh was then placed just under the fascia.¿ attorney alleges that the patient had adhesions, bowel obstruction, pain, hernia recurrence, adherent mesh, division of mesh surgery and emotional injuries.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. No specific device failure has been reported nor have medical records been provided by the patients attorney. Addendum:#1: this is an addendum to the initial emdr to make a correction to the expiration date and date of manufacture and to document the completion of the manufacturing review. The review of the manufacturing records found that the lot was manufactured to specification. Addendum #2: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 1 month post implant of ventrio mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair.the instructions-for-use supplied with the device list adhesions as a possible complication. Updated fields: a2, b4, b5, b7, d4 (model no, UDI no), e3, g1, g3, g6, h2, h6, h10, note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.